Event description:
During a ptca case in which a contrast controller was in use, a pt was injected with several air bubbles. Physician intervention was necessary to stabilize pt condition. Condition was successfully stabilized.